Event description:
It was reported that the five days post implant procedure, the patient was hospitalized for pocket hematoma with pain and fever. Chest x-ray was performed which indicated the implantable pulse generator (ipg) had moved. The patient received oral medications and was discharged. The patient was readmitted two days later for the pocket hematoma. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).